Event description:
New information received indicates that the lp exhibited failure to capture and failure to sense.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. One day post implant, it was noted via telemetry that the atrial lp had dislodged. A chest x-ray confirmed the lp dislodged to the pulmonary region. The lp was explanted and replaced. The patient was stable.